Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that one of the posts on the passive planar blunt probe was coming loose. There was no patient present when this issue was identified.